Manufacturer narrative:
UDI is unknown; no additional information was reported. The device was returned for evaluation. Visual and functional testing were performed. The top case was cracked by tubing guides. There was a check clutch error in the event history log. The reported problem was verified during occlusion tests. The clutch half's were replaced which resolve the problem. The problem was deemed to be due to normal wear - parts were over 5 years old and the pump itself was over 11 years old. A device history record (DHR) review was not applicable or relevant because the results of the complaint investigation do not indicate a problem with the manufacture or repair of the device. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).

Event description:
It was reported that the pump gave an alarm message 'check clutch / plunger lever' and the error repeated even after calibration. No patient injury was reported.